Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1200 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported when open package, it is found that the guide wire is rusted. When the tube is flushed, there is red rust liquid and floc in the tube, and rust appears on the connector. It was reported this occurred with five devices. This report addresses the first device.

Event description:
It was reported when open package, it is found that the guide wire is rusted. When the tube is flushed, there is red rust liquid and floc in the tube, and rust appears on the connector. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of corrosion appears to be confirmed but the exact cause is unknown. Four photo samples of a 4 fr groshong catheter were provided for evaluation. The catheter is shown within an open kit tray. Brownish discoloration is visible on the inner side of the kit packaging lid. The images appeared to show fluid in the tray from flushing the catheter. The fluid within the catheter appears to be a dark brown color. Two images appear to show the metal connector stem through the packaging. The condition of the packaging could not be determined; however, evidence of oxidation is present on the metal cannula. The condition of the packaging prior to handling is unknown. Based on the information provided, possible contributing factors include damaged packaging and exposure to environmental factors leading to oxidation. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since discoloration and residue resembling oxidized metal was observed, the complaint is confirmed but the exact cause remains unknown.